Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Replaced video generator board, calibrated touch screen, calibrated pressure sensors. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touch screen is not responsive. There was no patient involvement.